Event description:
It was reported that during a gyn procedure, the clips ejected out of the device. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.